Manufacturer narrative:
(B)(4).device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that post drainage procedure an issue with suture removal occurred. During removal of a flexma drainage catheter that was placed about one week ago, the suture became stuck within the left pleural space despite unlocking the hub. The suture was cut at the base and is still hanging out of the patient. After surgical consultation, the plan is to cut the suture as short as possible and leave the remnant in the pleural cavity or chest wall. No further patient complications were reported and the patient's status is stable.